Event description:
During a laparoscopic cholecystectomy, the doctor stated that several clips formed correctly. However, it was reported that the clips began folding incorrectly. He stated that the legs of the clips were crossed and they did not stay on the vessels. There was no patient consequence. One device will be returned.